Event description:
Related manufacture reference number: 2017865-2023-00614. It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the patient's atrial lead and right ventricular lead exhibited noise oversensing. Programming changes were performed. The patient was in stable condition.